Event description:
It was reported that the insertable cardiac monitor (icm) had a sudden no telemetry, and was indicated to be due to premature battery depletion. The icm remains in the patient, out of service as the physician and patient did not want to explant the icm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).